Event description:
Procedure type: hysterectomy. According to the reporter: the needle disengaged from the device. When the surgeon went to retrieve the suture the needle disengaged and was left in the pt. The surgeon searched for 5-10 minutes.

Manufacturer narrative:
(B)(4).